Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the reported patient death during treatment. However, there is no documentation in the complaint file to show a causal relationship between use of the liberty select cycler and the patient death. Additionally, there is no allegation of a device malfunction or deficiency reported for the death. Furthermore, the rn was advised that the cycler was still acceptable to use after the patient death indicating that there was no issue with the liberty select cycler pertaining to the death. The facility biomed did eventually request a replacement cycler due to the fact of the patient expiring while connected to the device. The reason for the patient being assigned to the acute clinic is unknown. The status of the patient prior to the death is unknown. Long-term survival rates in patients with end stage renal disease (esrd) is poor, with only 11% of patients surviving past 10 years as these patients have many risk factors including cardiovascular disease. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) contacted fresenius technical support and reported that a patient passed away while connected to the liberty select cycler. The date of event was not provided. A replacement cycler was arranged to be sent to the acute clinic due to the patient expiring while connected to the device. There was no allegation of a device malfunction or deficiency reported for the event. Follow-up with the acute dialysis clinic was attempted, however additional information could not be obtained. Patient details were not reported. As the patient name was unknown the clinic could not perform a file search. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates within the cassette compartment. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. Additionally, the top cover cabinet right (pump side) screw recess was cracked and broken off. The cause of the encountered dried fluid could not be determined. A fluid leak determination and disposition vacuum test passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.